Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, mobility, immediate loading ((B)(6) are same patient).